Event description:
It was reported that the patient underwent a routine pulse generator change out. After the pocket was closed, the patient lost ventricular capture and went asystolic. The voltage was immediately increased and capture was regained. An increase in right ventricular thresholds was noted. On (B)(6) 2013 the pocket was opened. The lead was taken out of the device header, and afer cleaning the connector, the lead was reconnected. Normal values were observed. There were no patient complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.